Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. This report is for unknown 4.0 hexagonal cannulated screwdriver / unknown lot number. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure for a pelvis fracture repair on (B)(6) 2017, the handle of a 4.0 hexagonal cannulated screwdriver broke in two pieces while tightening an unknown 7.3 cannulated screw. The screwdriver handle broke into the surgeon's hand and all broken pieces were retained in his palm. There were no small fragments created and the surgical field was not compromised by the device breakage. A second screwdriver (with the same item number) was used to successfully complete the surgery. There was a very minimal delay (approximately 2 minutes) to retrieve the alternative screwdriver as it was readily available. The reporter was not present during the case but will seek out the part and possible lot number. There was no harm to the patient and no additional medical intervention was required. The patient was reported to be stable at the end of the procedure. All available patient information has been reported. This complaint involves one (1) device. Concomitant devices reported: 7.3 cannulated screw (quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Lot unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.